Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. The system was inaccurate during cranial procedures. No further information was provided. The amount of inaccuracy was 30 mm. There was no reported impact on patient outcome and no reported delay. It was reported that troubleshooting was performed post-operative which indicated the issue could not be replicated.